Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-00537, 00015. On or about (B)(6) 2006, the patient was implanted with an ams monarc sling in order to treat her pelvic organ prolapse and/or stress urinary incontinence. After the patient¿s implant surgery in 2006, it was reported that the patient continued urinary incontinence and experienced lower abdominal/back pain, resulting in another mesh implant surgery on or about (B)(6) 2006. It was reported that the patient experienced pain, erosion of her internal body tissue, additional surgeries, dyspareunia, continual bladder and urethra infections and other injuries.